Manufacturer narrative:
510k: this report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, at the j&j medical devices us website customer satisfaction survey the patient wrote as follows " I was (B)(6) when, I was fitted with the fns device. I had a complete hip replacement and the lower screw suffered a fracture. Now, I am still in therapy and the entire year is loss.". Concomitant medical products: unknown fns plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - screws: fns locking. This is report 1 of 1 for complaint (B)(4).